Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 750 mcg (dose 170 mcg) and sufentanyl 75 mcg (dose 17 mcg) intrathecal therapy via an implanted pump. The lioresal lot number was unable to be obtained. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's concomitant medications were unknown. The patient had a history of mcv 30 years ago with limited ambulation and movement of extremities. The patient had a seroma in the back at the catheter site and pump site with event date of (B)(6) 2016. The physician reported draining the seroma 3 times in the clinic with approximately 100 ml fluid each time. The patient denied a headache or loss of the efficacy of the drug. No environmental/external/patient factors may have led or contributed to the issue. The patient had surgery, and they opened the back and the pump pocket. They drained approximately 100 cc fluid and then closed the site with staples. At the time of this report, the issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.